Event description:
According to the reporter, during an open exchange of bilateral implants, capsulectomy of left breast and excision of fat necrosis of left breast procedure, when closing of incision at the skin, the thread broke. The surgeon utilized a second suture that broke and then used another suture to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: sm-5690 - sm-5690 biosyn* 4-0 und 45cm p13 x12, lot# d2c1617fy.if information is provided in the future, a supplemental report will be issued.